Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 failed and generated error messages instructing the user to close the drawer, although the drawer was already closed and could not be opened. The user performed a recover storage space procedure and rebooted the station; however, the failure persisted. The customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 rails made noise and did not function properly. A field service engineer (fse) found the drawer was not opening correctly despite signaling. Upon inspection, the module controller sensor light was not illuminated. Further investigation revealed the inseparable magnet had detached and was stuck to the underside of the drawer. Fse removed the magnet and replaced the faulty inseparable to resolve the issue and tested functionality. The system functioned as intended after the field service engineer repaired the device.